Manufacturer narrative:
(B)(4) MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
(B)(4) MDR - boston scientific received info that interrogation of this lead revealed ventricular undersensing. It was thought the lead may be dislodged. The ventricular sensitivity was reprogrammed. Threshold and impedance measurements were both within normal limits. A decision was made to monitor this lead before repositioning. No adverse pt effects were reported. According to available info, this lead was reprogrammed and remains in service. Should additional info become available, this event will be updated.